Manufacturer narrative:
Additional narrative: it was reported that patient underwent wound reclosure in the vagina on (B)(6) 2004 due to wound breakdown. It was reported that patient underwent partial removal of mesh on (B)(6) 2004 due to pain, open wound, bleeding, infection and mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.